Event description:
On (B)(6) 2014 while a lensar clinical application specialist was on site for a training a small capsular tear was noticed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.